Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an occlusion and did not recognize the admin set. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one used sample. As received extra plastic was observed on the incoming tubing of the black body. This extra plastic caused the tubing to not sit properly in the cassette. No additional damage or anomalies were observed. Difficulty locking the cassette latch was observed. Cassette priming was attempted however an upstream occlusion alarm was returned. The plastic previously observed on the incoming tubing was cut off and 10 ml priming was reattempted. No errors or alarms were observed, and no leakage was noted. Further inspection of the location where the plastic piece was cut off showed solvent on the tubing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.